Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery (lad). A 3.50x28mm promus element plus drug-eluting stent was selected and advanced to treat the target lesion but was unable to cross. Through the force of the operator, it was noticed that the shaft snapped in half close to the hub (approximately 15 cm from the hub). The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a 225mm shaft break.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the device was returned in two sections due to a hypotube break 225mm from the manifold strain relief. The hypotube was furthermore kinked at various locations and particularly at the break site and proximal to break. No issues were noted with the crimped stent and tip. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).